Manufacturer narrative:
H3 analysis: a gross analysis shows blood-like residue in the shaft seal area of pump. After decontamination, the noise during use was verified. Vacuum and pressure testing did not reveal any obvious leaks. However, additional investigation into the bearing chamber showed blood residue in the chamber. This blood contact could affect the bearings and raceway, and cause noise with use of the unit. Conclusion: the exact cause of the event cannot be determined. There were no reported complications to the patient.

Event description:
Information received indicates that during use, the biopump was very noisy. The unit was changed out after 30 minutes on ECMO.